Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint device for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) , reported to a fisher & paykel healthcare (fph) representative that two 900mr810 reusable adult breathing circuits were damaged near the chamber end connector. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: two 900mr810 reusable adult breathing circuits were returned to fisher & paykel healthcare (fph) in (B)(4) for evaluation. They were visually inspected, the bead width, bead height, outside diameter and the film thickness were also measured. Results: visual inspection of device 1 revealed two tears on the film approximately 4mm and 8mm from the distal cuff. Visual inspection of device 2 revealed that it has been pulled near the distal cuff. The film along three spirals was damaged. Two tears on the film approximately 5mm and 6mm from the proximal cuff were also noted on device 2. The measured bead width, bead height, outside diameter and film thickness were all within specification for both devices. A lot check could not be carried out as the lot information was not provided by the customer. Conclusion: we are unable to determine what may have caused the damage noted on device 1. It is likely that device 2 has been pulled at the tube instead of the cuff. All 900mr810 reusable adult breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject breathing circuit was released for distribution. The user instructions that accompany the 900mr801 reusable adult breathing circuits state: "inspect circuit before re-use, do not use if the circuit shows signs of deterioration such as: cracks, tears or damage." "Perform a pressure and leak test on the breathing system, and check for occlusions before connecting to a patient." "Disconnect tube by handling end connectors only, do not pull or twist tubing as this may cause damage." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6), reported to a fisher & paykel healthcare (fph) representative that two 900mr810 reusable adult breathing circuits were damaged near the chamber end connector. This was found prior to patient use.